Event description:
Boston scientific received initial information that this right ventricular (rv) lead has chronically had high capture thresholds, but at a more recent check the capture thresholds were variable. The impedance and sensing measurements were stable, and there was no noise noted on the lead. It was determined to continue to monitor the lead. Then approximately three months later, information was received that the patient received several inappropriate shocks due to noise or atrial fibrillation being sensed on the rv lead; therapy was not exhausted. A lead revision procedure was performed, where this lead was successfully explanted. By report the lead was easily extracted and it was thought that it may have been dislodged. A new rv lead was implanted and no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.